Manufacturer narrative:
The lancet device used during this event was returned for investigation. The reported issue could not be reproduced because the device had already been used. The device was disassembled for investigation. No abnormalities were observed that would verify the customer's allegation. A user error can be excluded as a root cause. The medical risk of this issue is less than remote.

Manufacturer narrative:
(B)(4).

Event description:
The customer initially provided the information in this report as a voluntary event report directly to FDA. The customer provided a copy of the voluntary event report to roche. Roche contacted the reporter of the event to verify the information that had been provided. The customer stated that the needle from the accu-chek safe-t-pro lancet device did not retract completely. The customer stated the tech was stuck by the exposed needle after checking cbg on a patient. Both the tech and the patient had exposure laboratory tests for hepatitis c and hiv performed per hospital protocol. The results for both laboratory tests were negative. No adverse event occurred. The tech is doing fine. No further issues have occurred due to the accidental finger stick. The tech was wearing protective gloves at the time of the event. The lancet device that was used during this event was requested for investigation.